Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported that the insulin pump had multiple issue. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump had changing batteries more frequently than used to, has to press buttons harder for pump to respond and not sticky buttons but unresponsive, pump has rejected new battery. The troubleshooting was not performed. The product will not be returned for analysis.